Manufacturer narrative:
PMA/510 (k) #: h020002/s5.

Event description:
It was reported to boston scientific in 2007 that the "stent was pre-inflated in vetebral artery, which was located at 15cm before reaching basilar tip. Physician thought that the vessel anatomy was very tortuous, so wire (silverspeed wire made by ev3) and stent were pushed by some tension. Stent cannot be retrieved from the pt's body and aneurysm packing was completed with coil only. The size of aneurysm was about 9mm." This was a stent assisted aneurysm coiling procedure of a basilar tip aneurysm. It was reported that there were no pt complications, and that the pt's condition was good.